Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been having battery issues with the insulin pump. The insulin pump would go blank, they changed the battery and received a battery out limit. The customer stated the insulin pump alarmed after a battery change. The customer also reported that their blood glucose levels had been between 200 mg/dl to 450 mg/dl. The customer declined troubleshooting for high blood glucose. The customer treated their blood glucose with injection. The insulin pump was not alarming at the time of the call. Troubleshooting was performed. Due to the customer's discomfort with the insulin pump, the insulin pump was replaced and returned for analysis.

Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No unexpected battery out limit or weak battery.